Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). Caller states that patient is reporting that device has not worked in a year, but still has patient programmer. MRI guidelines were reviewed. Caller does not have any more information to provide. No patient symptoms were reported.